Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to critical pump error. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported that, they received a critical pump error image on the pump screen. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the device history and critical pump error (open book) noted on device history due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted during testing. Corroded motor assembly noted during visual inspection. Analysis identified product did not meet specification.